Event description:
Patient reported obtaining a blood glucose result of 246 mg/dl, while using the suspect device. Ten minutes later, patient's blood glucose (capillary sample) was tested on a physician's blood glucose monitor, and obtained a result of 128 mg/dl. No treatment was received. Quality control testing had not been peformed on the system. Technical support requested the return of the suspect product and replacement product was shipped.